Event description:
It was reported that episodes of noise reversions and over-sensed noise were noted on the patient's ventricular lead. Pacing inhibition occurred as a result. No intervention was performed. The patient condition was unknown.